Manufacturer narrative:
Occupation is lay user/patient: the customer has discarded the test strip vial and it will not be returned.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter with serial number (B)(4). The customer's daughter tested the customer initially on the meter and got a result of 6.4 inr. The customer's daughter re-tested the customer on the meter within 3 minutes and the result was 3.1 inr. The customer's daughter squeezed more blood out of the same finger stick for the 2nd test. Product labeling states to "never¿perform another test using the same finger stick. " the customer's therapeutic range is 2.5 - 3 inr. No treatment was required. No adverse event occurred. The customer is doing fine. The customer is not anemic and does not have antiphospholipid antibodies. The customer has not had any diet changes. The customer doesn't take any other anti-coagulants besides warfarin. The meter and test strips were requested for investigation, however, the customer has discarded the strip vial. The customer returned the meter. The test strips were not returned. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr . Donor 2 inr: 2.0 inr. Donor 1 hct: 45%. Donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.3 inr; customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr; customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.